Event description:
A physician reported a pt who was skin tested on 8 march 1999 with negative results. On 29 march 1999 the first treatment was administered into upper and lower vrmilion borders. Nothing unusual was noted by the physician at the time of treatment. The pt reported bleeding and severe pain in the upper right treatment site and pain to a lesser degree in the upper left and lower treatment sites during treatment. Two hours later, the pt noticed bruising at the upper right site, followed by edema. The physician prescribed tylenol and warm compresses. On 30 march 1999, the pt was seen with swelling of the right upper vermilion border, from the cupid's bow to the lateral commissure. On 1 april 1999, the area was minimally swollen with pustules along the vermilion border and a pustule on the skin above the vermilion border. The pt reported tenderness from the treatment site extending to the base of the nostril, gums and nasolabial fold. No discoloration was observed by the physician. The physician believed this was a possible vascular event; cold compresses were advised. The open "bump" was incised and drained; valtrex, vicodin, keflex, and topical bactroban ointment were prescribed. On 2 april 1999, the pt reported a low grade fever (100.8 in the night) with pain radiating into the teeth/upper lip and up into the nose region/gum/tongue. No greater edema or redness was noted. On 3 april 1999 the pt reported by telephone a "few more white "bumps" had appeared. On 4 april 1999, the pt reported by phone that symptoms were much improved. The physician believed the event was product related. On 5 april 1999, the pt reported continued severe pain and scabs in the upper right vermilion border; the upper left and lower vermilion borders were asymptomatic.